Event description:
Baxter international coordinator received report from customer regarding this sabratek administration set. Customer reported 2 incidents of the bag on this set leaking during priming with 0.9% naci. No pt involvement has been reported at this time. No specific event dates are available from the customer at this time.

Manufacturer narrative:
Similar issues have been reported for this product. CAPA was opened in 2004 to investigate this issue. This CAPA has been closed due to the market recall of the 6060 pump.